Event description:
It was reported that the provisional liner locking screw would not engage in the cup. The surgeon trialed using the implant.

Manufacturer narrative:
Eval summary: it is unk if instructions per the surgical technique were followed. The provisional locking screw was designed to that it can be assembled and disassembled from the provisional liner for device reprocessing. The item and lot number of provisional liner used with the reported screw are unk. If the screw is not properly aligned with the mating threads of the implant/provisional shell, the screw may not go in. The condition of the screw and liner are unk. With the info provided, the exact cause of the issue cannot be determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.